Event description:
The customer reported an ongoing malfunction issue starting (B)(6) 2024. They also reported going to the emergency room (ER) on (B)(6) 2025 because the blood glucose (bg) level displayed as "high"; although a specific value was not provided. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged later the same day with the issue resolved and no permanent damage. The pump was replaced to resolve the issue, and the customer will use current pump for insulin therapy until the replacement arrives.